Event description:
The analyzer were returned for service. It was further reported that the analyzer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined at analysis the analyzer failed the incoming test and was found to be defective. The analyzer was replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.